Event description:
Report received by physician indicated that he was seeing a patient for follow-up who previously had a filter implanted by another physician. Patient now presented with thrombosis of the filter and occlusion of the interior vena cava all the way to the popliteal vessels. The patient underwent thrombolysis for the extensive clot damage.